Event description:
It was reported that the normothermia passively cooling patient. Using arctic sun device to monitor patient temperature and not actively running therapy. Nurse educator stated there was a discrepancy between rectal probe reading and axillary temperature reading. Rectal probe reading on arctic sun device 34.8c rectal probe reading on monitor 34.7c axillary temperature 36c. Targeted temperature (tt) was 36-37.8c range. Received multiple alerts, pads were not connected as they were using arctic sun to monitor patient temperature (pt). Alerts/alarms, 02 low flow, 14(patient temperature 1 probe out of range) and 11 patient temperature 1 below low patient alert. Low patient alert set to 36.4c while discussing difference between axillary readings and core temperature readings such as rectal, esophageal or ts foley, nurse noted patient temperature (pt) reading on rectal probe bouncing from 32.6- 33.7c -34.5c in seconds. Had them flex temperature cable and patient temperature (pt) was reading dropped to 28c. Advised them to get another temperature cable and swap out. Call back right away if erratic jumping was still occurring.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Nurse educator stated there was a discrepancy between rectal probe reading and axillary temperature reading. Rectal probe reading on arctic sun device 34.8c rectal probe reading on monitor 34.7c axillary temperature 36c. Targeted temperature (tt) was 36-37.8c range. Received multiple alerts, pads were not connected as they were using arctic sun to monitor patient temperature (pt). Alerts/alarms, 02 low flow, 14(patient temperature 1 probe out of range) and 11 patient temperature 1 below low patient alert. Low patient alert set to 36.4c while discussing difference between axillary readings and core temperature readings such as rectal, esophageal or ts foley, nurse noted patient temperature (pt) reading on rectal probe bouncing from 32.6- 33.7c -34.5c in seconds. Had them flex temperature cable and patient temperature (pt) was reading dropped to 28c. Advised them to get another temperature cable and swap out. Call back right away if erratic jumping was still occurring. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the normothermia passively cooling patient. Using arctic sun device to monitor patient temperature and not actively running therapy. Nurse educator stated there was a discrepancy between rectal probe reading and axillary temperature reading. Rectal probe reading on arctic sun device 34.8c rectal probe reading on monitor 34.7c axillary temperature 36c. Targeted temperature (tt) was 36-37.8c range. Received multiple alerts, pads were not connected as they were using arctic sun to monitor patient temperature (pt). Alerts/alarms, 02 low flow, 14(patient temperature 1 probe out of range) and 11 patient temperature 1 below low patient alert. Low patient alert set to 36.4c while discussing difference between axillary readings and core temperature readings such as rectal, esophageal or ts foley, nurse noted patient temperature (pt) reading on rectal probe bouncing from 32.6- 33.7c -34.5c in seconds. Had them flex temperature cable and patient temperature (pt) was reading dropped to 28c. Advised them to get another temperature cable and swap out. Call back right away if erratic jumping was still occurring.